Event description:
Subsequent to the initially filed report, the device was received and there was no separation of the device. The account confirmed that the kink and stretched coils are what the account initially reported as separated. No additional information was provided.

Manufacturer narrative:
A visual inspection, and dimensional analysis was performed on the returned device. The reported difficult to insert was unable to be confirmed with the returned delivery catheter due to the damage noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, it is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. H6: correction device code 1562 was removed.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), when loading the filter into the delivery catheter (dc) pod, there was a lot of resistance. Therefore the filter could not be loaded into the dc pod. When the wire was pulled from the end of the dc to see the condition of the filter it was found the end of the guide wire was separated. The device was not used and there was no patient involvement. A new emboshield nav6 eps was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.